Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Upon reassessment, the reported device does not power on failure mode has been determined to be non-reportable. The severity of this failure is 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are previous complaints on the device not related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the pump had pump issue. Replacing the battery successfully addressed the issue. A CAPA has been opened to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/13/2024, zyno medical received a report that during the preventive maintenance (pm), to have a power issue. The pump cannot power on before being connected to the power source, and the charging rate isn't increasing as it should after being connected. No patient was involved.